Event description:
It started with a tingling in my chin and spread to my whole head. The mycotoxins level jumped to over 15000 with 0-1500 as normal. Facial and neck muscles twitching, spasms and pain. Diagnosed with oromandibular dystonia. Explant in (B)(6) 2018. Toxins levels went down to 2800. Neck muscles are starting to relax, facial spasms are not as severe and subsiding.